Event description:
It was reported that the ventricular port of pulse generator would not accept the lead. The lead was inserted with the use of silicone oil. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.